Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading was 450 mg/dl. Customer reported that the needle on the infusion set was loose. Customer stated that they were not sure if insulin was being delivered, as a result. Troubleshooting was done and the issue was resolved with an infusion set change. Product is not being returned or replaced.